Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead exhibited oversensing noise and it was observed that there was a confirmed fracture. The lead in the rv port was switched with the lead in the left ventricular (lv) port.

Manufacturer narrative:
Continuation of d10: 4968-60 lead implanted: (B)(6) 2013, dtba1d1 crt-d implanted: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient¿s heart rate monitor patch was showing heart rates in the twenties. Review of device data indicated there was non-physiologic oversensing noted on ventricular sensing episodes. It was noted that thorough lead testing did not reproduce any oversensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.